Event description:
(B)(4). I was in a lot of pain right after implantation. I bled for an entire years afterward right up until I had my tubes removed (B)(6) 2014. I stopped a week later. In (B)(6) 2013, I started having trouble swallowing and had to have a partial thyroid gland removal. I cramped continuously and stayed bloated. I gained 40 lbs. I stayed fatigued and was diagnosed with low vitamin d. I also had severe joint pain. For the first time in my life, I experienced menorrhagia. Sexual intercourse was not only painful, but nearly impossible. I began a battle wit frequent urination and was subsequently diagnosed with a bladder disease called intercystitual cystitis. I was also diagnosed with having an inflamed cervix.